Manufacturer narrative:
Unit passed displacement test and self test. Unable to upload/download onto care link. Problem isolated to electrical board. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that they were unable to upload care link. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.